Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (service code 204: belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to a defective u202 component on the distribution node pca. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged belt.